Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for motor error. The customer had reset the insulin pump and it has been working properly. Customer did not have to troubleshoot to determine if the insulin pump will need to be replaced. Advised that she call back for troubleshooting. Nothing further reported.